Event description:
A report was received regarding a v.a.c. Therapy pt with a heel wound. Apparently, the dressing became dislodged from the wound. It was also reported that the pt, who suffered from peripheral vascular disease and diabetes, later required a below knee amputation due to unspecified causes.